Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure. According to the complainant, during the procedure, the console was generating smoke which flowed out at the back of the console. The machine was tested by the biomedical engineer at the site, and a strong burning smell was noted at the rear fan of the main console. Increasing the power from 5 to 50 watts would increase the concentration of the burning smell. There were no patient complications reported as a result of this event. Despite numerous attempts boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found several scratches and stickers on the cover, which needs to be replaced. All the knobs and switches functioned properly. An electrical test was performed, and the unit passed the endostat iii return evaluation procedure and was within all test parameters. Upon removing the cover, the c62 capacitor on the rf top board was found to be burnt. The c62 capacitor was replaced. There was no negative effect on the output because this capacitor was in line with three capacitors. The condition of the returned device was consistent with the complaint that the console was generating smoke; the complaint was confirmed. The most probable cause of this issue is wear and tear. A review of the device history record (DHR) confirmed that no deviations were found during original manufacturing. A search of the complaint database revealed that no similar complaints exist for the specified serial number.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure. According to the complainant, during the procedure, the console was generating smoke which flowed out at the back of the console. The machine was tested by the biomedical engineer at the site, and a strong burning smell was noted at the rear fan of the main console. Increasing the power from 5 to 50 watts would increase the concentration of the burning smell. There were no patient complications reported as a result of this event. Despite numerous attempts boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.